Event description:
On (B)(6)2010, the pt notified lifewatch that one night while sleeping the sensor (not the electrodes) heated up and blistered him. In order to gather info regarding the initial complaint, the pt was notified on 8/6/2010 to respond to a pt questionnaire. The pt stated that he had been having electrode irritation and while vacationing in (B)(6), he was awakened by the sensor burning him. The pt removed the sensor and replaced it the following morning and continued his monitoring service.

Manufacturer narrative:
In house preliminary testing has not been performed. Associated accessory device: act monitor, model # com001, (B)(4).